Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling phase on the proximal colon on a laparoscopic procedure, the surgeon could not staple all along the reload, only on the first 1.5 centimeter was stapled after that the handle broke with no reason. The surgeon used another device to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device was found to be partially fired and engaged in interlock. Functional testing of the reloads found no abnormalities. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling phase on the proximal colon on a laparoscopic procedure, the surgeon could not staple all along the reload, only on the first 1.5 cm was stapled after that the handle broke with any reason. The surgeon used another device to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired, and staple pushers were visible at the cut line indicating the point where the handle compression had stopped. Functional testing of the reloads found no abnormalities. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle is not completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.